Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose twice. The first time his glucose level was 1100mg/dl, and the insulin pump failed to alarm. The second time was over 600mg/dl. The customer stated that there was a leak at the luer lock and they found days later. The caller mentioned after she was sent home he connected again and tested the device. However, the customer stated started vomiting and crawling to the bathroom; he came back to the hospital with another diabetes ketoacidosis. Troubleshooting was performed, and the customer stated that there was no alarm when the infusion set was occluded as it was leaking at the luer lock. The caller stated that his wife found him unconscious and the paramedics were called. The customer was taken to the hospital due to a hyperglycemia. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.